Event description:
The caller leron (grandson) states that when his grandfather was getting up from a seated position the small plastic cross bars folded under the weight and caused the legs of the device to bend. When the legs bent his grandfather fell down, and was able to catch himself on the chair he was sitting in. A ambulance did report to the home, and determined no major injury was involved.